Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error can be considered as the patient set the time incorrectly.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: pump has been resetting to 2007; not sure what the time resets too. Patient then accidentally changed time to am not pm. On (B)(6) 2014, the blood glucose (bg) went down to 30-40 mg/dl with sweating. He treated with 15 gram of carbohydrates and bg resolved to 146 mg/dl. Customer support (cs) instructed patient it is safe to wear pump when time/date are correct, until a replacement arrives. This complaint is being reported as the patient experienced hypoglycemia and the time/date issue was not resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:.black box shows manual time/date change on (B)(6) 2014 from 9:51am to 9:51pm. History appears to be inaccurate as a result of time manipulation. No time/date issue is observed. The internal battery was found to be leaking. Time test was started but not completed due internal battery failure. Unrelated to the complaint, the pump has a pinkish display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release